Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient had his 4th controller exchange due to backup battery fault. The patient previously had multiple backup batteries exchanged and a modular cable changed out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2020. The information recorded on (B)(6) revealed some intermittent power cable disconnect alarms while on 14v batteries. These alarms appeared to be associated with a possible connection/contact issue between the battery and the clip connected to the black power cable. The remaining data captured in the log file, from (B)(6) to the end of the log file ((B)(6) ) did not reveal issues with the clips and the batteries. The additional power cable disconnect alarms captured after (B)(6) appeared associated with routine power exchanges. The information recorded on (B)(6) at 12:56 revealed a backup battery fault alarm associated with the battery failing the load test. The alarm cleared and after approximately 2 minutes reactivated again. The data captured on (B)(6) at 9:48 suggested that the backup battery was disconnected and reconnected and the alarm cleared. The information recorded 24 minutes later indicated that the driveline was disconnected and the controller was removed from the system. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the backup battery fault was not able to be reproduced. During testing, multiple load tests were performed and the controller passed each time without an issue. A specific root cause of the backup battery load test failure recorded in the log file was unable to be conclusively determined during this investigation. The backup battery fault alarm observed in the log file did not affect the controller's ability to support the pump at the set speed. Abbott is continuing to monitor this issue. The device history records were reviewed (shop orders (B)(4)) and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.